Event description:
Customer reported intermittent occlusion alarms that led the customer's blood glucose level to display as ¿high¿ a specific value was not provided. To address the high blood glucose, customer administered a correction injections and resolved occlusions by changing supplies and resuming insulin.